Manufacturer narrative:
Findings: no unexpected frozen screen anomalies noted during testing; time advanced properly. No unexpected failed battery test alarms or blank display anomalies noted during testing. Passed displacement test and off no power test. The operating currents were in spec. Intermittent button response on the esc button due to moisture damage on keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that none of the buttons work. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined troubleshooting for blank display, failed battery and frozen display.